Event description:
Customer reported via phone, the sensor readings have been inaccurate during the night. Customer stated the sensor activated the threshold suspend feature twice during the night. Customer stated when he woke up his blood glucose was over 200 mg/dl and sensor reading was 78 mg/dl. Customer state he does move around during the night and may be laying on the sensors. He has had issues with two shipments of sensors. Customer stated that on the third or fourth day he has issues with the sensor. Troubleshooting was performed and no issues were noted. Customer was advised issue might be the sensor might not be situated properly. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.